Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead were suspected to exhibit a loss of capture. Also, there was a low threshold and sensing amplitude on this ra lead. Technical services (ts) noted impedance was stable and the most recent atrial tachy response (atr) showed appropriate device function. Ts suspected the lead position could be the cause and recommended an in-office evaluation. It was also noted there was pacemaker mediated tachycardia (pmt) observed. This ra lead remains in service. No adverse patient effects were reported.